Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider regarding the patient. It was reported that on (B)(6) 2014 that the patient has been having difficulty getting her stimulator batteries to charge correctly. The patient met with the manufacturer representatives, but was still unable to get her batteries working correctly. The patient was requesting to revise both of her implantable neurostimulators. The patient¿s pain level was noted as a level 10.0. Since the patient¿s batteries did not appear to be working correctly, the health care provider thought that it would be reasonable to replace them. The patient indicated that she would also like the cervical and lumbar leads changed as well; however, the health care provider was going to wait until there was confirmation that the leads weren¿t working properly before replacing them. The patient¿s weight was noted at (B)(6) pounds at this time. The operative report from (B)(6) 2014 read that the patient continues to have upper and lower extremity pain. The patient has previously undergone the placement of a cervical and lumbar spinal cord stimulator with multiple revisions. She has now been unable to charge her battery for some time, and her battery has now expired. It was decided to proceed with placement of a new battery with new batteries for both the cervical and lumbar stimulator as well as testing the leads for impedances. During surgery, 7 of the 8 electrodes from the lumbar implant were functioning correctly. [Information regarding the 7 of 8 electrodes in working order has previously been reported in regulatory report # 3004209178-2018-07943]. A new battery was then attached to the leads and anchored in the pocket. The battery connection was tested with the handheld device and found to be functioning appropriately. The cervical implant was also tested for impedances and appeared to be functioning appropriately. A new implantable neurostimulator was attached to the leads and anchored in the pocket. The handheld device was used to confirm the connection with the battery. There were no further complications reported or anticipated. The patient¿s medical history includes a work injury in march of 2000. She ultimately developed reflex sympathetic dystrophy syndrome and complex regional pain syndrome in her upper and lower extremities and ultimately underwent both cervical and lumbar spinal cord stimulator placement. She also has lumbar post-laminectomy syndrome. Refer to manufacturer report # 3004209178-2018-07936.

Manufacturer narrative:
Continuation of medical devices: product ID 37712, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. On (B)(6) 2013, it was reported that there were coupling and communication issues. The patient had trouble adjusting stimulation, turning her implantable neurostimulator on, and charging her stimulator. The patient was having ¿all kinds of problems.¿ the last time that she had successfully charged her implant was about 4 months prior to the report. The past couple of months prior to the report, the patient had been retaining a lot of fluid and within the past 3 months, they have taken 60 pounds of fluid off of her. The patient was unsure if this was related to the implant and suspected that it may be due to ¿medicine or something that her health care provider had her on.¿ the patient noted that the last time that she felt the stimulation was about that same time. The patient noted that she maybe needed to jumpstart the implantable neurostimulator. Additional information was received from a consumer regarding the patient on (B)(6) 2013. It was reported that after she had the implant, she was finally able to get it somewhat working, but then she started retaining a lot of fluids. The patient had not been able to charge her battery for over a year. The patient had met with a manufacturer representative a couple of months prior to the report to jumpstart one of the two devices that they had implanted. When the patient went home, she was not able to charge it up any. Additional information was received from a consumer regarding the patient on (B)(6) 2018. It was reported that she had the devices removed because she had trouble charging them, and she could never get them to charge right. She had to lay on a surface and put pressure on the devices to get them to charge. There were no further complications reported or anticipated.